Manufacturer narrative:
Product complaint # (B)(4). Investigation summary metal debris is being generated at metal junction on opening and closing of the handle. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pinn poly extractor exhibited signs of wear consistent with extensive use over the years. Additionally, burr and nicks are observed at the interaction between the extractor ratchet and the extractor ratchet spring. Potential cause for the observed condition could be attributed to unintended use since the extractor ratchet lug is not intended to be impacted. It is possible to consider that the impact may have over-tightened the components, causing friction between them resulting in the burr. Properly handling and attention to the approved use of the device diminishes the risk of failure. However, with the evidence provided around this condition a root case cannot be determined. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0508) provided is not a valid finished goods lot number.

Manufacturer narrative:
Please disregard follow-up #2 as it was submitted in error and this is considered a legitimate complaint. Product investigation was submitted under follow-up #3.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: metal debris is being generated at metal junction on opening and closing of the handle. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pinn poly extractor exhibited signs of heavy wear. Additionally, metal shavings are visible where the metal components of the device rub against each other, consistent with extensive use over the years. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. In addition, signs of nicks are visible in the ratchet section. Potential cause for the nicks condition could be attributed to unintended use since the extractor ratchet lug is not intended to be impacted. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0508) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that (B)(4) has been sent in error as the component has already been reported in (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that metal debris is being generated at metal junction on opening and closing of the handle.